Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4194-88 lead, implanted (B)(6) 2011; 4076-52 lead, implanted (B)(6) 2011; enlw1624c93e stent graft, implanted (B)(6) 2012; enbf3216c145e stent graft, implanted (B)(6) 2012; enlw1616c93e stent graft, implanted (B)(6) 2012; enlw1620c124e stent graft, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead was not capturing. The lead was partially explanted, capped and not replaced due to a device downgrade. No patient complications have been reported as a result of this event.